Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator was not turning on. There was no patient involvement when the issue occurred. No patient or user harm reported. Insufficient information is available to determine the resolution of the event. The customer was provided with a quote to have the device evaluated; however, the quote had expired. No further actions were performed by philips. Multiple good faith efforts (gfe) were performed for further details from the key market; however, no response was provided. It could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.

Manufacturer narrative:
E1: (B)(6).